Event description:
After trying three times to impact the liner into the shell, the surgeon used a different liner.

Manufacturer narrative:
This report will be amended when our investigation is complete.